Event description:
Procedure type: laparoscopic nephrectomy. According to the reporter: during the procedure, the balloon burst. Used another device, but the balloon was deflated. Used another device. No bleeding. Nothing fell into the patient cavity. No tissue damaged. Not extended more than 30mins. Patient had cancer.

Manufacturer narrative:
(B) (4).